Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Review of the submitted data found the initial and repeat results of all parameters for specimen ID (B)(6) were all invalidated and marked with an asterisk (*), with numerous suspect population flags, and suspect parameter flags. The cell-dyn ruby operator's manual states specimens with flagged results should be repeated. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed falsely elevated platelet results on the cell-dyn ruby analyzer. The following data was provided: (B)(4) initial: 902, repeats 942, 763 k/ul. There was no impact to patient management reported.